Event description:
It was reported that the patient had a femoral neck fracture and was implanted with a nail constructing of four screws and end cap in (B)(6) 2012. On (B)(6) 2013, the surgeon performed a removal procedure of the implanted nail, four screws and end cap due to a non-union with two broken screws at the medial side of the nail towards the center body. These parts were replaced with three 6.5mm cannulated screws. X-rays was taken for the patient a few weeks prior to removal and the two screws were intact. This report is for a 5.0mm ti recon screw w/t25 stardrive 80mm. This is 2 of 6 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implanted date indicated as sometime in (B)(6) 2012. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history records report states that there were no mrr's, ncr's, or complaint related issues with this complaint.